Event description:
A caller reported an issue with a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller through the reset process. After the reset, the cgm error code did not reappear. Technical support advised the caller to wait 20 minutes before starting a new sensor session, which the caller understood and acknowledged.